Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced a low blood glucose (bg) level displayed as ¿low¿. Cause of the low bg was not known. Customer lost consciousness, when the customer woke up, they consumed carbohydrates to address bg. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.